Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: 550cc mentor memorygel breast implant, catalog #3545507, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a 600cc mentor memorygel breast implant. On (B)(6) 2018 an ultrasound examination revealed left axillary adenopathy. No abnormalities were found on the right breast. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 9/19/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt by mentor, the gel contained in the device appears cloudy. Yellow material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered two rents. Rent a measured approximately 4.9 cm within an area of siltex cracking and rent b measuring approximately 1.7 cm all located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).